Event description:
It was reported that a (B)(6) caucasian female who underwent a breast reconstruction primary with a mentor memorygel, 350cc breast implant experienced left-sided symptomatic rupture post procedure. The MRI and ultrasound examinations confirmed the rupture. As a result, the patient underwent bilateral replacements as follow: l/ cat#: 3504254bc, sn#: (B)(4), r/ cat#: 3504254bc, sn#: (B)(4) on (B)(6) 2021.

Manufacturer narrative:
Device photo evaluation completed on (B)(6) 2021: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 23 2021 indicated that the patient also underwent bilateral capsulectomy and capsulotomy, and scar revision to breasts. Manufacturer¿s reference number: (B)(4).